Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47mm abdominal aortic aneurysm. It was reported that the bifurcated stent graft etbf2513c166ej was implanted to the common iliac artery (cia) distally on the ipsilateral side and the stent graft limb etlw1613c124ej was implanted to the common iliac artery (cia) distally on the contralateral side. No occlusion was observed during the index procedure; however, it was reported that one week post the procedure CT angiography showed occlusion of the ipsilateral leg near the flow divider and thrombus occlusion inside the graft to the cia. The patient also presented with gluteal claudication and buttock pain. As per the physician, the cause of the event was due compression of the ipsilateral leg. This was suspected to be due to torturous neck anatomy and it led to the occlusion. No additional clinical sequelae were reported and the patient is being monitored.